Manufacturer narrative:
(B)(4). The reported field event of discoloration was confirmed in the laboratory. Visual examination noted that one section of the svc lead bore had a cloudy appearance. The cloudy appearance was found to be acceptable since the tip of the test lead was visible through the header once fully inserted. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the product was returned because header was discolored. No further information was available.